Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The ICD also exhibited a high out of range pacing impedance measurement on the right atrial channel. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.